Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a brief dexcom g7 continuous glucose monitor (cgm) sensor signal loss that lasted less than ten minutes and resolved with automatic reconnection during the call. No adverse clinical symptoms reported. Outcomes included no impact on health and no need for medical care or hospitalization. User support included troubleshooting and education provided to the user. Investigation of this case revealed a transient communication interruption with no identified responsible device and no persistent malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user-environment or transient connectivity conditions not attributable to device failure.